Manufacturer narrative:
(B)(4).the pump was not explanted. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient expired on (B)(6) 2015 and the cause of the death was not known. The patient had reportedly gotten up at home and either fell or collapsed. The patient was transported to the hospital and the transport crew reported estimated pump flows of 3.1 lpm with no alarms. No other testing was performed to confirm pump function. None of the mechanical heart specialists were on site at the hospital at the time of the event. A CT scan was planned to evaluate for stroke; however, the patient lost cardiac electrical activity and blood pressure. Code was called during cardiopulmonary resuscitation. There was no autopsy performed and the pump was not explanted. There were no other complaints reported throughout the patient's 6 years of support. No further information was provided.